Manufacturer narrative:
B3 - date of event: date of event was approximated to (B)(6) 2025 as the exact event date was not reported. E1 - initial reporter address 1: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a device fracture occurred. A comet ii pressure guidewire was selected for use. During the procedure the tip of the wire broke. The procedure was completed using an alternate device. No patient complications were reported.